Event description:
It was reported he had lost a lot of weight and went from (B)(6) in the last couple of months and he could now feel the wires sticking out through his skin causing pain. It was later reported that the wires moved down and turned into a loop. Every time they slept they turned around and it was painful, they couldn¿t sleep. The patient was seeing the hcp office on (B)(6) 2015. There were complaints of the leads sticking out. The patient had not had the device checked by a manufacturer representative. There had not been any indication the device was checked and the hcp did not remember seeing the rep at the office. There was no assessment of the issue documented in the note or if anything was done. The patient was scheduled to come back to the office (B)(6) 2015 for another visit. It was reported that it needed to be removed; the leads had migrated. Information regarding the explant and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).